Manufacturer narrative:
The console was returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported that an automated impella controller (aic) failed to recognize the impella pump when it was plugged in. The aic was swapped and the issue resolved. No patient harm was noted.

Manufacturer narrative:
The investigation of pump not detected has been completed. The impella device was returned for evaluation. Data analysis: a review of the logs shows that a case was started and the user was prompted to connect a pump to the automated impella controller (aic). However, even after the epm reset, no pump was ever detected. These symptoms align with the previously investigated epm crystal issue, which impacts pump detection. The user then initiated a shutdown through the graphical user interface, and the console carried out the shutdown. Device analysis: the pump connector was inspected for any issues that might contribute to an incomplete or improper connector insertion, and nothing was found. The console was opened, and all cables and connections to the impellatronic pcb were inspected for integrity, with no issues identified. This process was repeated for the pump connector and the other pcbs in the console, and no issues were found. Root cause: the pump detection issue is likely due to a rarely occurring epm crystal issue. The impellatronic pca does not have permanent damage, but this intermittent pump detection failure occurs infrequently and already has a sw mitigation in place.